Event description:
Per the clinic, the patient was unable to use the sound processor due to incorrect implant placement, with the implant body positioned too close to the ear. Subsequently, the patient underwent revision surgery on (B)(6) 2026, to reposition the device under general anesthesia. The implanted device remains.